Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6)female patient who had essure (batch no. C51342) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and feeling abnormal with essure. The reporter commented: patient had been experiencing events since essure insertion. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): abdominal pain lower: 1021 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 37-year-old female patient who had essure (batch no. C51342) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding disorder") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, feeling abnormal, vaginal haemorrhage and menstruation irregular outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, feeling abnormal, menstruation irregular and vaginal haemorrhage with essure. The reporter commented: patient had been experiencing events since essure insertion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events (vaginal bleeding disorder and irregular menstruation). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): abdominal pain lower: 1091 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6) year-old female patient who had essure (batch no. C51342) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding disorder") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, feeling abnormal, vaginal haemorrhage and menstruation irregular outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, feeling abnormal, menstruation irregular and vaginal haemorrhage with essure. The reporter commented: patient had been experiencing events since essure insertion. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 26-apr-2018 for the following meddra pt (excluding this case): abdominal pain lower: 1147 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Sample received date was 24-apr-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.